Event description:
Boston scientific crm received information that this device appeared to be oversensing noise on a non-boston scientific crm right ventricular lead. The patient is pacemaker dependent, however felt no symptoms. The caller is going to discuss this further with the physician.

Manufacturer narrative:
The pacemaker remains in service. Should additional information become available, this event would be updated.